Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for three patients. The samples were repeated and normal results were obtained. The following data was provided: sid (B)(6) initial result = 3.53 mmol/l, repeat result = 0.84 mmol/l. Sid (B)(6) initial result = 3.86 mmol/l, repeat result = 0.77 mmol/l. Sid (B)(6) initial result = 3.74 mmol/l, repeat result = 0.81 mmol/l . There was no impact to patient management reported.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for three patients. The samples were repeated and normal results were obtained. The following data was provided: sid (B)(6) initial result = 3.53 mmol/l, repeat result = 0.84 mmol/l. Sid (B)(6) initial result = 3.86 mmol/l, repeat result = 0.77 mmol/l. Sid (B)(6) initial result = 3.74 mmol/l, repeat result = 0.81 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The technical service specialist (tss) inspected the instrument and determined the worn water line syringe seal the likely cause of the issue. The part was replaced, and the issue was resolved. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the water line syringe seal were identified.